Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: tyvek or thermoform sticking: observed lid delamination. No additional observations are performed. A further investigation has been requested for the event of lid delamination tyvek or thermoform sticking. Additional, changed, and/or corrected data: a5, a6, e1, h6.

Event description:
Healthcare professional reported ¿upon opening inner shell the tyvek top ripped and left shreds¿. Device was not implanted. It is unknown if a backup device was used.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: tyvek or thermoform sticking: observed delamination in the outer lid. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "upon opening inner shell the tyvex top ripped and left shreds. " device not implanted.

Event description:
Healthcare professional reported, ¿upon opening inner shell, the tyvek top ripped and left shreds¿. Device was not implanted. It is unknown, if a backup device was used.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿upon opening inner shell, the tyvek top ripped and left shreds¿.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 12aug2024. Additional, changed, and/or corrected data: d.9.

Event description:
Healthcare professional reported ¿upon opening inner shell the tyvek top ripped and left shreds¿. Device was not implanted. It is unknown if a backup device was used.